Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving clonidine (unknown dose and concentration) and dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. Information received reported the patient had an magnetic resonance imaging (MRI) performed on (B)(6) 2019. The patient did not have the pump checked post MRI because they thought they were having a computed tomography (CT) scan, but ended up having an MRI. A motor stall was identified at initial interrogation on (B)(6) 2019. Logs revealed the motor stall occurred on (B)(6) 2019 when the patient had an MRI. Logs revealed a motor stall recovery occurred with the second interrogation of logs with today's date ((B)(6) 2019). The patient had no symptoms and no alarms were heard until in the office with initial interrogation. No further information provided.